Manufacturer narrative:
(B)(4).

Event description:
It was reported that "patient taken to CT scanner. Arms placed above head. All lines reached through scanner on dry run. When writer left CT table, red alarms noted for art line disconnection. Writer noted art line disconnected at red hub closest to patient. Line immediately clamped with kelly clamp as blood pulsing out of line. Proceeded with CT scan, returned to unit and new arterial line inserted." Treatment was prolonged. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported that "patient taken to CT scanner. Arms placed above head. All lines reached through scanner on dry run. When writer left CT table, red alarms noted for art line disconnection. Writer noted art line disconnected at red hub closest to patient. Line immediately clamped with kelly clamp as blood pulsing out of line. Proceeded with CT scan, returned to unit and new arterial line inserted." Treatment was prolonged. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of an arterial extension line/luer hub separation was confirmed by visual inspection of the customer supplied photo. The image shows an arterial catheter in a clinical setting with the luer hub separated from the extension line. However, full complaint verification testing to evaluate the nature of the separation could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.